Event description:
Event description guidant received information from the patient implanted with this implantable cardioverter defibrillator (ICD) that his/her device was emitting an interrmittant beeping tone.